Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was experiencing phrenic and diagphragmatic stimulation and consequently went to the hospital for follow-up. Upon interrogation of the device, a "short leaded" message and "end of life" (eol) message were displayed. The device was now in vvi mode with high output settings. Additionally, fault codes av 15 (unexpected interrupt) and av 16 (incorrect checksum values) were also observed. The physician was able to reboot using quickstart and then reset the fault codes and reprogramm the device mode. The monitoring voltage then read "middle of life 1" (mol1) and pacing impedance was normal at 299 ohms. However, due to the severity of the fault codes, the patient was admitted to the hospital to be monitored. Eventually, the device was explanted and replaced.